Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A cine was received and reviewed by an abbott vascular clinical specialist who concluded that the scaffold thrombosis was possibly due to under-sizing of scaffold. The intravascular ultrasound (ivus) showed scaffold minimum lumen diameter (mld) of 2.5 mm or less in a vessel which was 3-3.25 mm. The reported patient effects of angina, myocardial infarction and thrombosis, as listed in the absorb gt1 instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure on (B)(6) 2017 was to treat a mildly calcified left anterior descending artery. The patient presented with a non-st elevated myocardial infarction (nstemi). Pre-dilatation was performed with a 2.0 x 20 mm rx trek and then a 3.0 x15 mm nc trek. The residual stenosis was reduced to less than 40%. A 3.0 x 23 mm absorb gt1 scaffold was implanted. Post-dilatation was performed with a 3.5 x 15 mm nc trek balloon catheter pressurized to 24 atmospheres two times. The final angiographic residual stenosis was 0%. There was no imaging performed to confirm the scaffold was fully apposed. On (B)(6) 2017, the patient returned with chest pain and an st elevated myocardial infarction. In-scaffold thrombosis was confirmed. The thrombosis was treated with a 3.0 x 23 mm xience alpine stent was confirmed to not be undersized. The patient was not compliant with dual antiplatelet therapy (dapt). The patient was put on brilanta. No additional information was provided.